Manufacturer narrative:
Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements, including sterilization requirements for release review of the data management system confirmed that the user had not been using the system since (B)(6) 2026. The user was advised to resume system use once the insertion site had fully healed.

Event description:
On may 11, 2026, senseonics was made aware of a user's skin infection at the sensor insertion site. The user reported experiencing redness, swelling, tenderness, warmth, and fever. The user's healthcare provider (hcp), who was aware of the issue, confirmed the infection and prescribed antibiotics. Although the user reported some improvement after completing the antibiotic courses, specifically reduced swelling, symptoms had not fully resolved, as a small, affected area remained. The user also noted that the sensor was not providing reliable readings, only displaying "low" values, and had the user had stopped using the system since symptom onset. Follow-up communication advised the user to consult their hcp again and to wait until the infection was fully resolved before evaluating any impact on device accuracy.